Event description:
Per the clinic, the device was explanted on december 14, 2021, due to improper placement of the device. The patient was reimplanted with another cochlear device during the same surgery.